Manufacturer narrative:
The account tested a bed that they thought may have been the same bed (the patient has since had repeat surgery and went to ICU) and the alarm did seem to fail but they stated that they are definitely not the expert with this. The technician investigated and no patient information was supplied beside the verbal statement that the patient fell out of bed breaking their hip. The accounts description of the event is as follows: the bed was in the lowest position, brakes were on and the patient position module system was set to bed exiting. As the patient tried to leave the bed, the patient position module system set off the alarm. The nurse heard the alarm from the hallway. When he entered the room he found the patient at the end of the bed trying to exit but still completely on the bed. The nurse attended to the patient first. He repositioned the patient onto the bed. When he looked at the patient position module buttons, the patient position module system turned itself off without anybody touching the control panel. The nurse then silenced the call bell on the wall. The nurse reset the patient position module system to the bed exiting mode and it reset properly. Later the nurse heard a crashing sound from the room and upon entering he found the patient on the floor. The patient position module system was armed but not alarming. The patient is now in the ICU.

Event description:
The account alleged there was a significant patient fall and the use of the bed alarm. The account alleged the patient fell and they fractured their hip. The family member is very upset of course that this happened and wants to know outcome of investigation. From the investigation so far, a nurse had heard the alarm and found the patient trying to get out of bed so settled her back but states he shut it off by touching the wall cancel button but did not touch the bed alarm itself. He went out to resume a narcotic count with another nurse in the hall and within a few minutes heard a crash and found the patient on the floor - the alarm did not go off this time. The technician was able to test the patient position module system and found upon plugging the bed into an electrical outlet, the bed initialized and the patient position module system turned the light on for bed exiting mode by itself. No alarm volume was set. After the bed exiting light stayed on for one minute, he pressed the green key switch and turned off the bed exiting mode. The scale zero appeared to be ok; however, the technician zeroed the scale anyway. The technician added 3 x 25lb weights to the bed, one at the chest area and two at the seat area. The first attempt to set position mode failed. The system chirped and the patient position module lights turned off. The second attempt to set position mode worked. The system beeped once and the light stayed on for position mode. The technician moved the 25lb weight from the chest position to the foot area. The position mode setting did not alarm. The technician removed 50lbs from the bed and it still did not alarm. The technician removed all weights from the bed and it still did not alarm. The technician reset the power to the bed and started again. All three settings of the patient position module, positioning, exiting and out of bed functioned as designed. The technician used the patient position module system for an hour without any failure. The technician was not able to duplicate the original issue.